Event description:
Caller alleged fals negative troponin (tni) and ckmb results while performing api proficiency testing. Results as follows: sample: 12, triage: ckmb=3.5, siemens dimension: ckmb=5.28; sample: 15, triage: tni=0.53, siemens dimension: tni=1.11. The following cut off's were used: tni: normal range is 0-1.0, >1.0 is abnormal ckmb: cutoff 4.3. Customer reports that the proficiency test samples are made from an artificial matrix.

Manufacturer narrative:
Investigation pending.